Event description:
It was reported during a vena cava filter retrieval procedure, a filter leg became detached during retrieval. The filter was successfully captured and retrieved; however, the detached leg could not be retrieved and remains embedded in the ivc wall. The pt status is unk at this time.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is unk. The filter was returned. The complaint investigation is confirmed for a filter arm (w/shoulder anchor) detachment. Unable to determine the root cause based upon the available info. It is unk if pt and/or procedural factors contributed to the event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.